Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening. Capsular contracture: unable to observe since it is not related to the device. Additional observations: stress marks observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported a possible left side rupture. Healthcare professional later confirmed a left side rupture and also reported a capsular contracture baker grade unknown. Healthcare professional later reported "complete loss of integrity." Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2016.

Event description:
Healthcare professional later reported "complete loss of integrity." Device has been explanted and replaced.

Event description:
Patient reported a possible left side rupture. Healthcare professional later confirmed a left side rupture and also reported a capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.